Event description:
It was reported during remote follow up that the clinician was concerned that the implantable cardioverter defibrillator (ICD) did not deliver shock for patient arrythmia. The device was acting appropriately as the arrythmia in question was appropriately binned outside of the therapy zone. The product will continue to be monitored. There were no patient consequences.